Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle malfunctioned while activating the safety resulting in a needle stick. The needle was used to draw up lidocaine and off of the syringe when the poke happened. This could cause a problem if it was a needle used in a patient or if the needle was to bend in the patient, so they reported it as a potential patient safety event. Additional information received on 07jan2025 stated that there was not medical treatment required, just the required testing.

Manufacturer narrative:
A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.